Manufacturer narrative:
Company representative repaired cold solder on patient connector board. Upgraded main module software. Unit calibrated and safety tested to factory specifications.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected ECG and spo2 monitoring. No patient injury was reported.